Event description:
On (B)(6) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ping meter displayed an "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in (B)(6) 2012. The patient manages his diabetes with an insulin pump. It is not known if the patient made changes to his usual diabetes management routine. On (B)(6) 2012, the reporter stated the patient attempted to test on the subject meter. Prior to testing, the reporter claims the patient had a ''fuzzy feeling'' which the patient associated with low blood glucose. No treatment was specified at that time. Prior to the incident, the patient obtained a blood glucose result of ''214 mg/dl'' with another device. The patient administered self novolog insulin (9.05 units). At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of ¿fuzzy feeling" does not meet lifescan's criteria for a serious injury. The patient did not receive medical treatment for an acute complication of diabetes. However, this complaint is being reported because the alleged ''error 1'' message remained unresolved.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k082590.